Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The anatomy tortuosity was severe and significant resistance encountered during insertion. Flushing maintained during procedure and ivus was not used. The vascular access site was radial and the lesion calcified severe. The degree of stenosis was 90%. A 3.50x28mm taxus liberte stent could not cross the lesion. Analysis of the returned device revealed stent damage. This procedure was completed with balloon angioplasty only. No pt injuries or complications were reported.

Manufacturer narrative:
Struts on four mid-stent rows were bunched, while struts on row 1 from the proximal edge were raised. A visual examination revealed severe kinks the entire length of the shaft hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.0015 inch product mandrel was inserted through the lumen with no restrictions noted. Review of the mfg batch record found that the device met all material, assembly and product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).